Event description:
It was reported that the pt heard an alarm on (B) (6) 2010. The following day, he experienced withdrawal and was sent by ambulance to the hospital where the pump was reprogrammed. The refill date was supposed to be (B) (6) 2010. On (B) (6) 2010, the pump again alarmed and the pt experienced underdose withdrawal symptoms. The alarm date was supposed to be (B) (6) 2010. The pt was provided with oral medications. It was noted that the pt may have "other psychological issues and illegal drug use as well." The pump and catheter were replaced. It was reported that interrogation of the pump showed that the pump motor had stalled. The pt recovered without sequela. The drug used in the pump was listed as "other". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.